Event description:
During a standard f/u, an error message alerted the staff to higher than average current consumption and the device was in backup mode. Replacement was recommended as soon as possible. Attempts to interrogate were unsuccessful.

Manufacturer narrative:
(B)(4).